Manufacturer narrative:
Internal complaint reference (B)(4). Part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Part of the suture was returned. The anchors were returned attached to the partial suture. T1 was bent and t2 was fractured. Only a portion of t2 remained. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. An analysis of the enclosed image shows the tip of a fast fix device. The anchors are attached to a partial suture. A review of the injection moldable polymer, found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The complaint of t1 bent was confirmed. Factors, which could have contributed to both the reported complaint and the evaluated failure, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, t1 of the fast-fix bent and pulled out. The procedure was completed with a s+n back-up device. No delay was reported, and no patient injury or other complications were reported. A visual inspection of the device confirmed that t2 is fractured.